Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, wear abrasion, a sharp opening in the same location of crease, stress marks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Additionally healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Additionally healthcare professional reported "crease/folding of implant." Device has been explanted.